Manufacturer narrative:
(B)(6). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that after providing an im injection with a 22 g x 1.25 in. Bd eclipse¿ needle, the safety device did not work properly leaving an exposed needle and a healthcare worker obtained a contaminated needle stick injury. The patient's health history was checked and post exposure lab work was performed. It was also reported that is was not necessary for the healthcare worker to take any medications.